Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 3004485144-2016-00085.

Event description:
The sales associate reported a revision. It was reported that patient's initial surgery for a two level corpectomy was performed on (B)(6) 2016. Since then, the cage settled into the lower vertebral body, collapsing it. Cage was globus expandable (non-zimmer biomet product). The snowcap hardware (screws and plate) was removed on (B)(6) 2016; no issue with performance or removal. Surgeon extended the corpectomy and discectomy another level inferiority; put a different graft in and new plate.